Manufacturer narrative:
The device in question will be sent to maquet rastatt for investigation. A supplemental medwatch will be submitted when add'l info becomes available.

Event description:
It was reported that the drive shows error "err head". (B)(4).

Manufacturer narrative:
The manufacturer received the rotaflow drive (rfd) in question for evaluation. During the initial evaluation the error message "head error" was confirmed. It was decided that the device needs to be sent to a supplier for further evaluation and repair. Dte suppliers evaluation confirmed that due to a overvoltage within the 12v power supply circuit the fuse f1 on the electronic board mc1 was triggered. This damage on the electronic board caused the error message "error head". It can no longer be determined what caused the overvoltage. The electronic boards were replaced and the device was successfully tested to manufacturer specifications.

Event description:
(B)(4).